Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22ga insyte autoguard unit within an open package from lot number 8278839. Through the visual microscopic evaluation, the needle was fully retracted within the safety barrel. The catheter adapter assembly was received within the needle cover. The catheter-adapter assembly was found incorrectly oriented within the needle cover which caused it to stay lodged. The photographs received for evaluation revealed similar findings. The reported issue was confirmed. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine whether the cover or the catheter/adapter were manipulated prior to use (user environment) or was caused by mis-orientation (manufacturing). A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that breakage occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "verbatim: on friday there were two instances where the hub and safety device broke. In our situation this did not affect patient's at all as it happened when the nurse was trying to pull the cap off, but it may be a defect with this particular lot number. What would you like me to do with this? Just monitor? There seems to be an issue and possible defect with bd insyte autoguard bc catheters. I am confirming the lot# of the two broken catheters but it's catalog# 308-382523." 2 occurrences were reported, but the date/time and patient information are unknown.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "verbatim: on friday there were two instances where the hub and safety device broke. In our situation this did not affect patient's at all as it happened when the nurse was trying to pull the cap off, but it may be a defect with this particular lot number. What would you like me to do with this? Just monitor? There seems to be an issue and possible defect with bd insyte autoguard bc catheters. I am confirming the lot# of the two broken catheters but it's catalog# 308-382523." 2 occurrences were reported, but the date/time and patient information are unknown.